Event description:
A. Please clarify what you mean by "springs from the ps rp sz. 6 tibial insert". Did both springs disassociate from the instrument? - only one spring disassociated. B. In the der, you answered "no" to the question "if depuy synthes instrumentation broke during surgery, were all pieces retrieved from the patient ? - yes all pieces removed please verify if there were really pieces left inside the patient. - no pieces left in the patient c. Was surgery time extended due to a depuy synthes product? If yes, how long ? - yes, probably 2 mins max. It was indicated that the attune rp ps artic surf sz6 (254500546/mvmbsw900) was returning. Please kindly send the device to the address below. - will do "

Manufacturer narrative:
Product complaint # ==> (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h6 (patient) removed (no patient consequence; no signs, symptoms or patient involvement) and replaced with (surgery prolonged; no information available).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned for evaluation. The investigation could not draw any conclusions about the reported event without the device to examine. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a spring from the ps rp sz6 artic surf disassociated during the case. It was removed and replaced with a new trial.